Event description:
Additional information was received that indicated the date of the ptca from (B)(6) 2010 was (B)(6) 2010 and was to treat a new lesion in the mid lad. The cypher stent implanted during in the index procedure was implanted in the proximal circumflex. The mid lad stenosis is a new stenosis in a non-target vessel.

Manufacturer narrative:
(B)(4). The analysis found that the ec60a device was received in good visual condition and without reload present. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without any difficulties noted. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed without difficulties noted during the functional test. Event could not be confirmed as no reload was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, there was a stapling failure while cutting the stomach tissues, then difficulties to reopen the jaws. The issue triggered an opening of the stomach in the cardia with bleeding (without more detail). Another stapler was used successfully.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.